Event description:
It was reported that balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified the left anterior descending artery (lad) proximal. Agent dcb 3.50 mm x 15.00 mm balloon was selected for the procedure, during the procedure, balloon ruptured at nominal pressure. Procedure was completed another of same device and no patient injury was reported.